Event description:
Boston scientific received information that this patient's home monitoring system transmitted that high out-of-range (oor), shock lead impedances for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system were detected. The health care professional (hcp) reported there have been legitimate nonsustained ventricular tachycardia detections stored. Thresholds are normal. The plan at this time is to continue to monitor. No adverse patient effects were reported and the system remains in service.

Event description:
Additional information has been received through the patient's remote monitoring system for high shock lead impedances were detected from this ICD and rv lead system. At this time, information suggests that the system remains implanted and no adverse patient effects have been reported.

Event description:
Further information was received from the health care professional (hcp) that recent 125 ohm shock lead impedance value was obtained and other recent measurements were higher. The patient was seen in the office a couple weeks prior and troubleshooting was done. Boston scientific technical services (ts) discussed that with single coil lead high impedances can be noted, and since measurement was at 125 ohms and consistent with previous values, then could continue to monitor. No adverse patient effects were reported.

Event description:
Additional information was received that on recent device system evaluation and some nonsustained ventricular tachycardia (nsvt) was noted, and that everything else looked good. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.